Event description:
The patient reported that "I feel like I was zapped. It felt like I was on an operating table." This happened twice. The pacemaker is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.